Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by abdominal pain. The cause of the peritonitis was not reported. On the same day as onset, the patient was hospitalized for the event. On unreported dates in the same month as onset, the patient began unspecified treatment for the peritonitis (further details were not reported), the peritonitis was resolved and the patient was recovered from the event. At the time of this report, pd therapy was ongoing. No additional information is available.